Manufacturer narrative:
Initial reporter name and address: initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. A 5.0mmx40mmx80cm sterling balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed with no patient complications reported.

Manufacturer narrative:
Updated b5: describe event or problem (e1) initial reporter city: (B)(6)

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. A 5.0mmx40mmx80cm sterling balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed with no patient complications reported. It was further reported that the procedure was completed with another of the same device.